Event description:
It was reported that during surgery, navio crashed when attempting to burr. Calibrated the hand piece twice. Tried to use a second hand piece. Neither of them worked. Surgery was completed with manual instruments. No patient impact or injury involved.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for troubleshooting and usage of the device. Review of the log files confirmed the issue. It was found that there was an overcurrent error noted in the log files. The overcurrent error occurred even after the handpiece was swapped. Therefore, this was an occurrence of a problem in the siu firmware that randomly causes handpiece disconnect errors and is only resolved by system reboots.